Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not display electro cardiogram trace in paddles mode, lead mode or multifunction cable mode. The complainant indicated that there was no pt involvement in the reported failure.